Manufacturer narrative:
The involved unit was returned for evaluation. The sample was decontaminated, visually examined and leak tested. This evaluation confirmed broken hollow fibers to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has been reported previously. Although a definitive cause cannot be determined, the damage is consistent with a sudden stress to the hollow fibers. As a precaution, all manufacturing personnel have been informed of this report in order to heighten their awareness. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. (B)(4).

Event description:
The user facility reported that during priming of the oxygenator circuit, the perfusionist noticed fluid dripping from the oxygenator. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no patient involvement.